Manufacturer narrative:
The customer called, the company representative to assist with troubleshooting. The customer indicated, the system was functioning as expected. Additional information was not provided. And the system was not tested. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based upon the information provided, the root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that an ophthalmic operating console presented occlusion/vent alarm during a surgery. The patient experienced rupture to the eye. The surgery was able to be completed. Additional information has been requested but none received.